Event description:
It was reported that the patient had an increase in pain due to a decrease in dose. The patient was in so much pain that he was not able to get out of bed. The patient had been getting pain relief when he was at a much higher dose but believed ever since he was seen by a different health care provider (hcp) he had not been getting enough pain relief. It was later reported and confirmed by x-ray that a catheter fracture had occurred in the l2-3 area. Reporter stated that the catheter ran to the thoracic level. It was also reported that the pump had been "turned off". The outcome of the patient was unknown. The drugs delivered via pump were dilaudid 5mg/ml and clonidine 50mg/ml. The hcp believed that the entire system should be removed. No further information was reported. Additional information had been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: 8711, lot# n172940018, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).